Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic assisted conversion of gastric sleeve to gastric bypass. Event description: this was a robot case. We had an incident today w/ one of dr [name] cases where a 12 trocar cracked and broke off. All pieces were retrieved and the pt was unharmed. Additional information received via email on 09apr2021 from applied medical acct mgr: robotic assisted conversion of gastric sleeve to gastric bypass. Breakage occurred at the cannula tip. Breakage happened while in use and was noticed immediately. No patient harm. It was a clean break. Trocar was used on xi robot arm number 3 with robotic needle driver. Case was completed with the damaged trocar. Intervention: all pieces were retrieved. Case was completed with the damaged trocar. Patient status: patient was unharmed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. The returned fragment matched the missing portion of the cannula. Testing was performed on the returned unit, which did not indicate a material abnormality. Based on the evaluation of the returned unit, it is likely that the damaged cannula tip was caused by contact with an instrument during the procedure.

Event description:
Procedure performed: robotic assisted conversion of gastric sleeve to gastric bypass event description: this was a robot case. We had an incident today w/ one of dr [name] cases where a 12 trocar cracked and broke off. All pieces were retrieved and the pt was unharmed. Additional information received via email on 09apr2021 from applied medical acct mgr: robotic assisted conversion of gastric sleeve to gastric bypass. Breakage occurred at the cannula tip. Breakage happened while in use and was noticed immediately. No patient harm. It was a clean break. Trocar was used on xi robot arm number 3 with robotic needle driver. Case was completed with the damaged trocar. Intervention: all pieces were retrieved. Case was completed with the damaged trocar. Patient status: patient was unharmed.